Event description:
Customer reports that there's a "black mark covering half of the screen of her (freestyle flash) meter" and she didn't take the "appropriate medication" because she couldn't test her blood glucose. She reports being seen at a local hosp for symptoms of feeling "weak and dizzy". It is also reported that the hosp staff and family said the customer had a seizure. She reports being diagnosed with diabetic ketoacidosis yet denies any treatment rendered. There is no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.